Event description:
After insertion of arthroscopy equipment into knee and initiation of in-flow with pump, pt developed pain and compartment syndrome of left thigh and calf. Required opening to drain and later suturing to close.